Manufacturer narrative:
The exact patient age was not reported, however the patient was reported to be under 18 years old. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Study source - (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure performed on (B)(6) 2016 as part of the (B)(4) clinical study. On (B)(6) 2016 the patient was admitted to the hospital for the bt procedure. On (B)(6) 2016 the patient underwent the third bronchial thermoplasty procedure performed in the right upper lobe of the lungs. No issues were noted with the device. The patient was discharged from the hospital on (B)(6) 2016 following the bt procedure. According to the complainant, on (B)(6) 2016 the patient was hospitalized for asthma exacerbation and was treated with systemic steroids. On (B)(6) 2016 the patient's asthma exacerbation was in remission. The exact discharge date was not reported.